Manufacturer narrative:
Device was evaluated by the MFR and there was no problem found. The machine is back in service with no reported problem.

Event description:
A dialysis facility reported that the extracorporeal circuit clotted during a hemodialysis treatment, and the arterial line was found to be collapsed with the blood pump running and no machine alarm. The heparin pump infused the correct amount of heparin. The transducer protectors were both dry. The venous pressure monitor line was half filled with clotted blood. The arterial pressure monitoring line was clear. The venous and arterial pressures were reportedly normal. There was no pt injury.